Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit received with unresponsive buttons due to unlocked j2 / lcd connector and flattened esc, act and up arrow dome switches (no crease). Unable to verify operational currents or perform functional test including rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to button keypad anomaly.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl. The customer treated with manual injection and insulin pump. Customer's blood glucose value was 120 mg/dl at the time of the call. Customer's parent drove customer to the hospital due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer was treated with insulin drip at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the insulin pump had a button error alarm and the buttons were hard to press and sticking. Unable to confirm if the time is advancing due to screen was blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.